Event description:
The customer reported that the pt was admitted to the hospital for a brain injury. The pt tested positive for cocaine and alcohol and exhibited confusion. The pt was able to cut the netting and free himself from the canopy. The pt then broke a window with his fist. A male nurse tried to restrain the pt, but the pt slipped 40 feet and died. The nurse suffered a minor cut caused by the broken glass. The canopy has been removed form the floor. Additional information was provided that the pt cut the netting with a knife. The facility reported that the pt was given metal knives and forks during feeding time.

Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. There was no reported malfunction associated with the reported event. Note: posey contraindication: the posey bed is not intended for use with: pts diagnosed with any condition that may cause violent or self-destructive behaviors. These could result in self-injury and/or damage to the posey bed. Violent flailing of the body from side to side could cause the posey bed to tip over or move to a position where the pt si injured by contact with an object in the room. Note: posey instructions for use warning: keep the posey bed free of clutter and foreign items that may pose a risk of self-injury or suffocation. (B)(4).